Event description:
Unomedical reference number (B)(4). Event occurred in the united states. In the morning of (B)(6) 2019, the patient reported that he found his infusion set's tubing on the floor, as it became loose and it detached at the cannula/ site while sleeping. The patient was not sure why it had happened. The site location was on the right side of his abdomen and the pump was in the pocket of his shorts on the right side. The infusion had been in use for a day and the infusions were stored in a tpack in a room. The patient was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.